Event description:
It was reported by a customer complaint that the pt was treated by paramedics due an incident of low blood glucose. The reporter stated that the pt awoke in distress. The reporter checked the pt's blood glucose with the insulin infusion pump with blood glucose monitor, which gave a result that indicated that the pt had a blood glucose that was slightly elevated. The pt was symptomatic of being hypoglycaemic therefore the paramedics were summoned. The paramedics treated the pt on scene with orange juice and sugar. The insulin infusion pump with blood glucose monitor was tested and it was noted that it gave a reading that was 130 mg/dl different that the paramedics me ter. However, it should be noted that the calibration code programmed into the pt's meter did not match the calibration code of the strips in use at the time of the incident. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
MFR completed the entire form. Device eval: the device is currently being evaluated, the MFR will file a f/u report detailing the results of the eval once it is completed.